Event description:
It was reported that the screw loosened and was retightened to 30 ncm each time. It was reported that the screw kept loosening on 2 multi unit abutments.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . B3: date of event unknown / not provided.